Event description:
It was reported that the patient stated she had missed a refill at some point in the past. No further information was provided. It was not provided as to what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report. It was further reported that the patient indeed had missed a refill in the past but there was nothing wrong with the pump. The patient was refilled the following day with no issue. The patient was confirmed to be a pain patient not spastic but the reporter did not provide the drug name, dose or concentration of the medications the system delivered at the time of the missed refill.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).